Event description:
The manufacturer sales rep reported that the device was overheating during setup prior to a procedure at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
As this device was not returned for evaluation, the service representatives were unable to confirm or duplicate the reported heat symptom. Likely causes include corrosion or broken down lubrication.

Event description:
The manufacturer sales rep reported that the device was overheating during setup prior to a procedure at the user facility. There were no adverse consequences related to this event.